Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection and mechanical test found no anomalies. Laboratory analysis was unable to confirm the reported field allegation of a product performance issue.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time should pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a product performance issue. No additional adverse patient effects were reported.